Event description:
Reporter alleged blood glucose monitoring device did not read true to the symptoms and therefore was treated with an IV by paramedics due to being incoherent. Reporter stated device result was 244 mg/dl however was not coherent so paramedics were called. Reporter stated paramedic's device was 34 mg/dl and treated with an IV, contents unknown, and dietary adjustment. Reporter stated controls were used and found to be within an acceptable range. A request was made for the return of the suspect device and replacement product was sent.